Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer blood glucose level was 400 mg/dl. The customer was treated with manual injections. The troubleshooting was performed on the insulin pump. The customer states insulin is not exiting the tubing. The customer states she's run the test several time with the same result. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked battery tube threads, a broken reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.